Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported to the clinic that he fell and hit his head while playing. After the incident the recipient could not hear with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on further possible steps has been received.

Event description:
The recipient reported to the clinic that he fell and hit his head while playing. After the incident the recipient could no longer hear with the device. No further information has been received.